Manufacturer narrative:
Findings: pump received with intermittent button response and button error alarm due to corroded keypad traces. No numbers scrolling during testing noted. Received with pump cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, cracked battery tube threads and missing reservoir tube o-ring. (B)(4).

Event description:
The customer's mother reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 124 mg/dl. The customer's mother stated the numbers kept scrolling on the pump. The customer's mother doesn't know exactly which number were scrolling. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that the insulin pump alarm button error. The customer stated the numbers on the pump were scrolling and it came up with button error alarm. Customer's blood glucose was 124 mg/dl. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.